Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to recognize the electrodes. The cause of the inability to recognize the electrodes was an open r781 driven ground resistor on the computer/analog board. There is no indication that the open resistor caused or contributed to the appropriate treatment event, as the device was able to monitor an ECG signal and deliver full energy pulses. The damaged resistor is consistent with damage observed following resuscitation attempts using an external defibrillator. No adverse event resulted from the defective monitor.

Event description:
While evaluating a monitor following an appropriate treatment event, a reportable problem was found. The monitor was unable to recognize electrodes from a test electrode belt.